Event description:
A response from the physician clarified that the increase in seizures was above pre-vns baseline levels, and that the cause of the increased seizures was unclear. Diagnostics were shown to be within normal limits. No additional, relevant information was received to date.

Event description:
It was reported through a patient-facing vns webinar that a patient was experiencing an increase in seizures, although seizure intensity and recovery were improved. It was stated that settings were still being adjusted for output current, but vns has helped. Programming history was reviewed with the last data known being from the date of implant where diagnostics were within normal limits. No additional relevant information was received to date.